Event description:
Company's rep is reporting that some time in 2005 during an arthroscopic cuff repair, the distal portion of a 30 degree suture grasper separated from the shaft of the device into the patient. The fragment was retrieved from the body and the case was concluded without further incident or harm to the patient.

Event description:
Co's rep is reporting to co that during an arthroscopic rotator cuff repair the distal portion of a 30 degree suture grasper became separated from the shaft and fell into the body. The device was retrieved from the pt and the case was concluded without further issues or harm to the pt.